Manufacturer narrative:
Product development investigation was completed. The returned screw was confirmed to have a broken tip. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The screw measured 3.30 mm in length. Drawing specifies that the screw length should be 3.9mm +/- 0.1, therefore approximately 0.6mm is missing from the tip. Measured using mitutoyo caliper (ca210p, s/n (B)(4), calibrated (B)(6) 2017). Additional measurements of the tip were unable to be obtained. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. A device history records review was unable to be completed as the lot number is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: jey, gxr (B)(4), lot unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the matrix-neuro 4mm self-tapping screw broke off when used. No harm to patient was reported. No further information was provided. This is report 1 of 1 for (B)(4).